Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for an unrelated issue and failed the rite electrical earth leakage current test. The product analysis lab evaluated the device. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. Crt revealed the compressor was unable to pressurize the positive and negative tanks. An internal inspection revealed fluid was present inside the pneumatic system, including the compressor. The cause for the electrical earth leakage current test was determined to be fluid contamination in the compressor and pneumatic system. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.